Event description:
It was reported that the lead had dislodged and was double- counting. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun

Event description:
The facility representative reported a infusor pump with a condition of "constant alarm". It is unknown when or at what point in the process this condition occurred. The service technician reported that the reported condition interrupted delivery during device evaluation. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Analysis found that only a partial lead was returned for analysis. An abrasion was found on the outer insulation at 20.5 cm from the connector pin consistent with friction to another device. Without return of the entire lead, a complete evaluation could not be performed.